Manufacturer narrative:
Customer has been contacted and samples were not returned and no pictures were provided, we were unable to determine the validity of the complaint.

Event description:
There was a patient injury while using the 02-02-0501 cir clamp.